Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that the user experienced elevated glucose values for approximately 10 hours. The user reported routinely replacing the insulin cartridge while continuing to use the existing infusion set and tubing. The user experienced dry mouth and nausea and drove to the emergency department, where dehydration was noted. The emergency department instructed the user to continue using the ilet and increase oral fluid intake. Approximately 2.5 hours later, glucose values returned to range while remaining on ilet therapy. The user reported no recent illness, medication changes, or other contributing factors. Based on available information, the event is attributed to use-related factors involving replacement of the insulin cartridge without performing a complete supply change. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl, resulting in emergency room treatment. The user was evaluated in the emergency department and released the same day. No long-term health effects were reported.